Event description:
Customer reported high troponini (tni) on triage with one patient. On (B)(6) 2021, (B)(6) female patient presented to emergency center with covid symptoms. (B)(6). EKG abnormal: possible right ventricular conduction delay. Patient referred to cardiologist. No invasive procedures performed; patient not treated on triage result. Patient was admitted due to elevated tni. Discharge diagnosis: coronavirus infection unspecified, elevated tni.

Manufacturer narrative:
Investigation conclusion: the customers complaint was not replicated during in-house testing of retain device lot t11877n. Retains of the complaint lot performed properly when tested with "normal" (apparently healthy) donors; all tni results <0.05ng/ml. Manufacturing batch records for lot t11877n were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no correction action is required.